Event description:
Breaking 3 & 5 gang manifolds for use with medex syringe pumps. Manifolds are breaking at point where IV tubing screws into manifold. Pts on multiple pressor drugs required add'l treatment and/or resuscitation. Add'l resuscitation incidents occurred on 7/18 & 7/26/2000.